Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs but was unable to confirm the reported issue. The bag/vent switch was replaced proactively.

Event description:
The hospital reported the bag/vent switch was not functioning as expected. There was no report of patient involvement.